Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable tina-quant hemoglobin a1c generation 2 (hemoglobin a1c) results for patient samples tested as part of a study. The study director asked for the samples to be repeated as the initial results were not as expected. The user provided data for four patient samples which were discrepant. Sample 1 initial results were a hemoglobin of 15.66 g/dl, an a1c of 0.927 g/dl and a ratio of 0.074. The repeat results on (B)(6) 2010 were a hemoglobin of 22.5 g/dl, an a1c of 0.86 g/dl and a ratio of 0.056. On (B)(6) 2010, sample 2 initial results were a hemoglobin of 17.4 g/dl, an a1c of 1.23 g/dl and a ratio of 0.087. The repeat results on (B)(6) 2010 were a hemoglobin of 15.2 g/dl, an a1c of 0.62 g/dl and a ratio of 0.058. On (B)(6) 2010, sample 3 initial results were a hemoglobin of 19.7 g/dl, an a1c of 1.58 g/dl and a ratio of 0.093. The repeat results were a hemoglobin of 15.5 g/dl, an a1c of 0.58 g/dl and a ratio of 0.056. Sample 4 initial results were a hemoglobin of 16.4 g/dl, an a1c of 1.21 g/dl and a ratio of 0.088. The repeat results were a hemoglobin of 14.2 g/dl, an a1c of 0.686 g/dl and a ratio of 0.065. The initial results were reported outside the laboratory for samples 1 and 2. No adverse events were alleged regarding the issue. The lot number of the hemoglobin a1c reagent was not provided.

Manufacturer narrative:
The investigation determined the issue was resolved with instrument maintenance. The field service representative replaced clogged probes and no further events were observed after the service visit. The patients were not adversely affected.